Manufacturer narrative:
The returned device analysis confirmed the reported difficult to open or close associated with inability to close the clip. Additionally, it was noted that the release crimper was loose (unstable) and able to rotate manually from the crimping cam and that the collet was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the device analysis, the observed broken collet and loose (unstable) release crimper resulting in the inability to close the clip appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the observed broken collet tine. It was reported that during device preparation of the mitraclip delivery system (cds), after dropping the grippers the clip would not close to 60 degrees. The clip was locked and unlock multiple times and it would not close. The clip opened but did not close. The cds was not used. Returned goods analysis identified the collet was observed to have a broken tine. No additional information was provided.